Event description:
A malfunction alarm was reported with malfunction code 12. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Customer technical support provided information to reset the pump, assisted with the reset process, and confirmed that the malfunction did not recur. The customer was advised to continue using the pump and to call back if any issues reoccurred.